Event description:
Customer reports receiving erratic readings. In blood glucose tests, customer rec'd readings of 237 and 54 mg/dl within 10 minutes and later rec'd additional readings of 600, 127, and 91 mg/dl within 10 minutes. All tests were performed on the fingers. Customer reports using 3 different lots of test strips when performing these comparison tests. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.